Event description:
Consumer contacted dexcom to report intermittent audio output. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed user error. The root cause could not be determined. No defect found.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported intermittent audio output.